Event description:
Per complaint (B)(4), a patient experienced pain associated with their dental implant. The implant was removed. Delayed healing was also reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation.